Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad buttons does not respond with every button press. He stated that the pump is not exposed to water, and he carries the pump in a pouch on his waist.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down arrow and ok keypad buttons were intermittently responsive during testing. It was observed that all key contacts spring back as expected when pressed. There was evidence of keypad contamination found under all key contacts.